Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported defect, the light guide (lg) post was broken off. The base of the lg post was deformed/bent with excessive scratches. No moisture observed in the optical system. The inspection also noted the lens in the optical fiber system is chipped with debris inside, the rigid outer tube is bent, and minor scratches on the distal end/tip. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus sales representative was reported that the customer ¿oes elite¿ high definition autoclavable telescope has a broken optical fiber component, ¿the light post guide is broken off¿. The reported defect was found at reprocessing. No death injury or infection and no person or other was affected has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lens was damaged due to excessive force applied by the suer. Olympus will continue to monitor field performance for this device.